Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "delay"issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective reed switch. The reed switch was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor pump in which there is a delay. There is no adverse event, patient injury or medical intervention associated with this report. It is unknown when the event occurred. The event occurred in the operating room. There is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.